Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was in the hospital. During the patient's hospitalization, the patient's heart rate would increase to 120 paces per minute. The patient was reported to have congestive heart failure. More recently the patient reported feeling poorly. It was reported by a patient advocate that the device's activity sensors had been adjusted. The local boston scientific field representative was unaware of any additional information. The device remains in service.